Event description:
Customer reportedly received results of 526 mg/dl on the compact system and 160 mg/dl on a professional method within 10 minutes. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter; test drum lot number 20660741, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.